Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked during the infusion process of an elderly patient, a liquid leak was discovered, which affected the patient's mood during treatment. After communication, the indwelling needle was replaced, which increased the patient's suffering.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#4171125): 1) the products of this batch were assembled at intima ii auto line 2 in jul 2024, and packaged at r240 package line in jul 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, the test is passed and no leakage is found. Conclusion(s): no abnormality is found on process and retained sample. Because defective samples were not returned, the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.the plant will continue to track and monitor the defect.